Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band balloon did not inflate. Another tr band from a different lot was used and worked. 15cc of air was injected into the bladder, however as soon as the syringe was removed from the tubing then the bladder started deflating. The blood loss was minimal. Manual compression was applied so the second tr band could be placed. The procedure performed prior to the use of the tr band was a heart catheterization procedure.